Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 03/05/2020. H3 evaluation: an empty opened foil, an empty labeled winding former, a detached needle and a suture piece were received for analysis . During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. The end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture needle pull off is a light swage.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a proximal gastrectomy procedure on (B)(6) 2020 and barbed suture was used. When closing the surgical wound by continuous suturing on the fascia, the needle was detached from the suture. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.